Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and a three-way stop cock were returned for evaluation. A manifold and non-edwards introducer with contamination shield was located between 27 cm and 80.5 cm proximal from the catheter tip. No packaging was returned. The introducer and contamination shield were removed for evaluation. After removing the introducer and contamination shield a kink on the catheter body was observed at the distal side of the 40 cm marker. Resistance was felt in the proximal infusion lumen when flexing the catheter body along the kinked area when the lumen was flushed with water. Without the return of the pressure monitoring unit, the customer report of pressure issue could not be confirmed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The thermistor was found to read 36.9 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specifications measuring 39.15 ohms. Both the thermistor and thermal filament connectors were opened. No visible inconsistencies were found. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at (B)(4) magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although the complaint could not be confirmed; a kink was observed on the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that after undergoing surgery, the patient¿s blood pressure was fluctuating while the swan ganz catheter was in place. On the second day of use the patient experienced cardiac arrest, but was able to be stabilized. The customer suspects that the proximal infusion lumen of the swan ganz catheter was either narrowed or occluded, and that this may have affected catecholamine infusion. The patient was recently discharged from the hospital.